Manufacturer narrative:
(B)(4). The device was received for evaluation. During review of the event history log, it was noted that the homechoice had experienced a system error 2042 and system error 2445 on specified date of occurrence. Full functional testing, electrical safety testing, calibration verification, and a simulated therapy were performed with no additional defects or malfunctions found with the device. Sample analysis found a non-conformance with the pump that could have caused or contributed to the reported event. The pump was replaced to resolve the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice machine received unknown system error alarms on the homechoice (hc) device during the previous night¿s peritoneal dialysis therapy (no details provided). There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Correction: the reported problem was identified during the event history log review to be a system error 2042 (not system error 2042 and system error 2445 as previously reported). A visual inspection was performed on the device. Should additional relevant information become available, a supplemental report will be submitted.